Event description:
It was reported the device was used during a lung wedge resection procedure. It was reported by the affiliate that the firing handle broke as the instrument was being fired. The procedure was completed with a new device. There was no pt consequence.